Event description:
It was reported that the patient has bilateral implants with the intraocular lenses (iols). The patient had her procedure done in (B)(6) 2020 and started to see a thin veil, or mist over her eyes- her vision is like it was before her surgery and also sees a glare. The patient bought glasses to see if that would help, but they did not help at all. Her doctor said she has calcification build up in her lens and recommended laser surgery. Through follow-up, it was learned that the patient did not know which eye belong to the iol serial number that was initially provided. Nor did she have the serial number for the other eye. The patient reported having both surgeries about 2 weeks to 1 month apart in (B)(6) 2020. The patient explained that her vision after the surgeries was great- colors were bright and everything looked crisp. The patient's vision started to decline approximately one year after surgery in both eyes (ou). The patient was having a hard time seeing road signs, was noticing a glare, and was experiencing a film/veil over her eyes. The patient explained that she had to stop driving at night. When it rains she cannot see arrows on the road or curves to drive around. About a month ago, she tried glasses, but they did not help at all. The patient spoke to her doctor who advised she had calcification build up in both eyes. On (B)(6) 2022, the patient had a yttrium aluminum garnet (yag) procedure done to her left eye. Her vision improved in the left eye and she no longer has the calcification build up. There was no reported injury from the procedure. No additional information was provided. This report captures the lens implanted in patients left eye as an unknown pcb00. A separate report will be filed for the right eye as an unknown pcb00.

Manufacturer narrative:
Unknown not provided. Provided as approximately one year after surgery. Model number: unknown, as it is unknown what eye the serial number belongs to. Catalog number: unknown, as it is unknown what eye the serial number belongs to. Serial number: unknown, provided as (B)(4), however, it is unknown what eye the serial number belongs to. Expiration date: unknown, as it is unknown what eye the serial number belongs to. UDI number: unknown, as it is unknown what eye the serial number belongs to. If implanted, give date: (B)(6) 2020, however, it is unknown what eye the serial number belongs to. The lens remains implanted. If explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date : unknown, as it is unknown what eye the serial number belongs to. (B)(4). Attempts were made to obtain the missing information; however, no information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.